Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed in is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s partner reported customer received a reading from her adc freestyle libre sensor that was believed to be erroneously high. Caller further reported that on (B)(6) 2019 customer¿s first scan result from the sensor, inserted the day before, was ¿hi¿ (a reading greater than 500 mg/dl) so customer self-administered 7 units of humalog insulin. Customer subsequently experienced hypoglycemia, a loss of consciousness and an epileptic crisis/seizure. Caller fed customer some honey and she woke up. A capillary test done with an adc blood glucose meter produced a reading of 2.0 mmol/l (36 mg/dl). No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
Customer¿s partner reported customer received a reading from her adc freestyle libre sensor that was believed to be erroneously high. Caller further reported that on (B)(6) 2019 customer¿s first scan result from the sensor, inserted the day before, was ¿hi¿ (a reading greater than 500 mg/dl) so customer self-administered 7 units of humalog insulin. Customer subsequently experienced hypoglycemia, a loss of consciousness and an epileptic crisis/seizure. Caller fed customer some honey and she woke up. A capillary test done with an adc blood glucose meter produced a reading of 2.0 mmol/l (36 mg/dl). No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 6. The sensor was successfully reprogrammed to state 1 (factory setting). The sensor plug assembly was removed and visually inspected; no issues were observed. Linearity testing was performed while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.